Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that a battery performance alert advisory for the implantable cardioverter defibrillator (ICD) was received during remote monitoring. An explant was scheduled. During the explant, it was observed that the left ventricular lead dislodged into the main body of the coronary sinus. The ICD and left ventricular lead were explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion (a) measured 14.3 cm and the distal portion (b) measured 69.1 cm with an extraction tool inserted and stuck in the lead body. The damage found was sustained during procedure. The lead was otherwise normal.